Event description:
It was reported that during an unknown procedure, upon the placement of the contour we had no difficulty. Following the procedure as recommended by the manufacturer (positioning the stapler in the distal rectum about 1 cm below the tumor, which was 3 cm from the anal verge). After verifying that all tissue (rectal wall) was between the anvil and the cartridge and that there was no tissue between the anvil and the retaining pin, we fired the trigger pin manually. After further checking of the correct positioning of the stapler in the distal rectum, 1 cm below the tumor, we fired the closing trigger of the stapler in correct position, which was verified again by the end, no problems happened and we have listen to the audible signal of the intermediate position prior to closing total. Then, when we press the trigger to complete the stapling, we feel that was very hard, with resistance above normal. We chose to trigger the release button and redid the whole procedure again, without difficulties or problems, but the fire trigger still was very hard to be fired. Harder than normal, we pressed the trigger and there was tissue section with no appropriate clipping. The proximal colon was opened and the distal partially stapled. We end with the closure of the rectal purse string suture and proceeded with manual anastomosis with circular stapler. As security for the patient, we chose to perform a protective colostomy. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate.information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Additional information was requested on 9/21/2010, 9/27/2010 and 10/18/2010 and no additional information has been received.

Manufacturer narrative:
(B)(4). Device was not returned the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.